Event description:
It was reported that a er310 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip scissored, but did not cut the vessels. A new clip applier was used to complete the case. There was no consequence to the patient.